Event description:
Medtronic received information regarding a guidance system. It was reported that alleged inaccuracy occurred during a case. There was no impact to patient's outcome.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complaint was not confirmed. There were no issues found with the system. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.